Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it was difficult to charge the pump battery with the usb charging cable. The battery was charged after the usb cable was pushed into the charging port. There was no reported impact to the customer's blood glucose. Contact declined to provide further information or perform a pump system check.